Event description:
It was reported that small drops of liquid were found in the secondary packaging of a small volume folfusor. A leak was suspected; however, " the exact exit point could not be identified". This issue was discovered prior to patient use. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation containing an unspecified fluid in the bladder. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.